Event description:
It was reported that the pump alarmed motor rate error and motor not running was experienced.

Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. There was motor rate error in the event history log (ehl). An occlusion test was performed. The motor not running and motor rate error was reproduced during functional testing. The issue was occurring because the involved components were worn. The worm coupling, worm gear, motor and motor bracket was replaced to address the reported product problem.